Manufacturer narrative:
The site reported that the stent delivery systems (sds) of two smart control devices; a 10 x 80mm 120cm smart control biliary and an 8 x 100mm 120cm smart control vascular; were noted to be kinked when they were being advanced towards heavily calcified target lesion. The devices were removed with no reported patient injury. When the 10 x 80mm 120cm smart control biliary sds was returned, initial visual analysis noted that the stent was protruding by 5cm. Attempts to obtain further information about the patient or procedural details have been unsuccessful. One non-sterile pkg assy 8x100 smart vas120cm was received coiled inside a plastic bag. The stent was not deployed and the locking pin was not received. One kink was detected just below the distal end of the identification band. No other discrepancies were found. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds -deployment difficulty-premature deployment¿ and ¿outer sheath - kinked/bent¿ events for the first device were confirmed based on the visual analysis. The reported ¿sds ¿ kinked/bent¿ event for the second device was confirmed based on the visual analysis. The cause of these conditions could not be conclusively determined; however it does not appear to be manufacturing related. According to the instructions for use (IFU), the safety and effectiveness of the smart biliary sds device for use in the vascular system have not been established. The product IFU further indicates that the use of this device is contraindicated in patients with highly calcified lesions. Based on the information provided, there are vessel characteristics (calcification) and procedural factors (use of the device in the vascular system) that may have contributed to the reported events. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). One non sterile pkg assy 10x080 smart bil120cm was received inside a plastic bag. The body presented a kinked condition at 17cm from the brite tip. The stent was observed partially deployed (.5cm). No other anomalies were observed on the received unit. According to procedure the functional test (deployment process) was performed without any problem. A review of the manufacturing documentation associated with this lot 16055107 was performed and revealed no anomalies during the manufacturing and inspection processes the failure ¿sds -deployment difficulty-premature deployment¿ reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issue,100% final inspection¿. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported ¿outer sheath - kinked/bent¿ by the customer was confirmed due to the condition as was received the unit. The exact cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are placed at the final assembly and packaging processes to detect this kind of issue;(100% inspection). Therefore no actions were taken. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported an 8x100 smart vascular stent and a 10x80 smart biliary stent was kinked "when the physician advanced the guiding catheter (gc) to heavy calcified lesions." Upon receipt of the devices,,on lot 16055107, the stent was protruding by 5cm. Unsuccessful attempts were made to obtain additional information. There was no reported adverse event. The devices were returned for analysis.